Event description:
The pt experienced severe headaches and no pain relief from his pump system since implant. A blood patch was performed "shortly after implant and resulted in only slight improvement in his headaches." Fluid had been accumulating in the pt's back and pump pocket. "Large amounts" of clear fluid were aspirated from these sites on two occasions. Fluid began accumulating again within hrs of each aspiration and the pt's headaches continued. On (B)(6) 2010, the health care professional opened the back and pocket incisions. The hcp suctioned fluid from each site. The catheter was found to be torn in the segment after it exited the intrathecal space and clear fluid was seen leaking from the catheter into the subcutaneous tissue. At 61 cm of the catheter were removed. A catheter repair kit was used to connect the intrathecal portion of the catheter to the pump. The pt was "doing well." The medication being delivered via the device system was morphine. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).